Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The other three acs hi-torque balance middleweight guide wire devices referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported that the procedure was to treat an unspecified coronary artery. Four 3.0 cm 014 balance middleweight guide wires were used; however, the markers of each guide wire separated when the devices were advanced inside the anatomy. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.